Event description:
It was reported that, the physician was able to inflate and deflate successfully during the first occlusion. However, during a second attempt to inflate, the balloon deflated by itself. Additionally, the physician did not feel any abnormalities during this second inflation cycle.